Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received six shocks during a ventricular fibrillation (vf) episode, exhausting therapy. Technical services reviewed the device data and shock episode. It was noted the patient's heart rate was in the vf zone at the onset of the event, so no detection enhancements were applied. The episode appeared to have been triggered by ventricular activity, and it was observed that the ventricular signals following the three events at the onset, do not correlate to the stored template. The rate plot showed the atrial and ventricular rates to be the same. If the clinician determined that the arrhythmia was of an atrial origin, increasing vf zone rate cutoff might be considered. Currently the vf zone was set to 180 bpm and the vt zone at 160 bpm. No adverse patient effects were reported. The device remains implanted and in service. The sales representative confirmed that the shocks were considered inappropriate by the physician. The vf zone rate cut off was increased and the detection enhancements were changed to onset/stability to mitigate further inappropriate shock therapy for this type of rhythm.